Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half-height main drawer 4.2 would not close. A field service engineer (fse) inspected the affected drawer and found the bracket that holds the drawer shut had shifted out of place, obstructing movement and leaving the mechanism off track. The drawer assembly was removed and inspected; the plastic and sensor were in good condition, but one screw was missing and two were loose. After replacing the hardware, the drawer closed properly. The fse reconnected drawers 4-1 and 4-2, tightened rear latch assemblies, and verified all connections. Testing confirmed drawers opened and closed as expected. The fse also reconnected the power plug on the zebra printer, purged nearly 2,000 old jobs, checked configuration, and rebooted. The customer tested the unit successfully, and the fse completed general cleaning and inspection, confirming all connections were secure and undamaged. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height drawer 4.2 unable to open. Rails need to be replaced. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.